Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with 25mm 3000 aortic valve underwent a valve-in-valve after an implant duration of 13 years, three months due to unknown reasons. The tavr was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
There is no investigational evidence to suggest that the disabled surgical valve had prematurely failed or malfunctioned.